Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind and motor position encoder error confirmed in the history file due to corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and compromised force sensor system alarm. The blood glucose at the time of the incident was unknown. The customer was rewinding the pump when the alarms were received. Troubleshooting was performed. The device was returned for analysis.